Manufacturer narrative:
Corrected data: b5 - the patient had blurry vision as a result of the wrong implanted lens - should have been included in previous MDR. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -06.00 diopter implantable collamer lens into the patient's eye. The surgeon exchanged the lens for a same length but different power lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H10 - disregard supplemental #1 MDR as it was submitted in error with the wrong claim detail corrections. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.0 diopter, implantable collamer lens was exchanged. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - a6 - unk. B3 - unk. D6a - unk. D6b - unk. Claim# (B)(4).